Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 24-year-old female with cardiomyopathy and a pre-support clinical state consistent with scai shock stage d was supported with an impella cp implanted. During management, the patient developed left-hand palsy, and a clinical decision was made to explant the pump from the left axillary position and relocate support to the right axillary position. During the explant procedure, the surgeon's initial plan was to reinsert the same pump; however, company recommendations against reinsertion were communicated. A small clot was observed on the outflow cannula of the explanted device, with the source of the clot unknown. Consequently, a new impella device was implanted. The event was reported as thrombus/biomaterial observed on the device; however, no patient injury was associated with the biomaterial, and no device performance issues were reported. The patient subsequently underwent continued support with additional impella 5.5 devices and survived all explant procedures, with no harm reported. The reported event appears related to the patient's clinical condition and procedural management, and a definitive root cause for the observed clot cannot be determined.